Event description:
It was reported that high pacing lead impedance was noted. The patient received inappropriate shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the inner coil was found at 11cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high pacing impedance.